Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain. During the revision surgery it was discovered that the patient had kissing bone lesions that were causing the pain.

Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Reported information indicates that the tibial component had good bone ingrowth. The surgeon indicated that the patient had kissing bone lesions that were the cause of the patient's pain; however, it is unknown if the lesions were related to the knee implants. A definitive root cause cannot be determined with the information provided.